Manufacturer narrative:
Evaluation confirmed that there were 3 spots in the image due to a manufacturing issue. No trend has been identified. Risk evaluation determined that the probability of harm has increased from improbable toprobable, however, risk level was not impacted.a risk evaluation was performed using service data from all complaint levels against the risk identified in the dq. The probability of harm has increased from improbable to probable, however, risk level was not impacted. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that 3 rings showing, distorting video image. The failure was detected prior procedure. No negative impact in state of health reported.